Event description:
The consumer reported a tampon came apart during removal and pieces of the tampons remained inside her. She had a doctor visit and she is fine.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.